Manufacturer narrative:
The reported events of r-wave amp variation and high capture threshold were not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported in clinic that the patient's right ventricular (rv) lead was dislodged. Chest x-ray confirmed the dislodgement. It was also noted that the rv lead exhibited r wave amplitude variation and elevated threshold. The rv lead was explanted and replaced. The patient was in stable condition.